Event description:
There was no patient involvement. It was reported that prior to use on a patient the intra-aortic balloon pump (iabp) displayed a black screen and could not be controlled during use. As a result, the staff used a backup screen.

Manufacturer narrative:
(B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint of "black screen and would not start" is not able to be confirmed. The pump had been repaired by a field service technician. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
There was no patient involvement. It was reported that prior to use on a patient the intra-aortic balloon pump (iabp) displayed a black screen and could not be controlled during use. As a result, the staff used a backup screen.